Manufacturer narrative:
The freedom driver was returned to syncardia for evaluation. The customer-reported issue of asterisks on the freedom driver display for the fill volume and cardiac output readings alarm was confirmed and reproduced during investigation testing. The root cause of the reported issue was a severed air flow sensor wire that was most likely precipitated by pinching of the wire during or following driver assembly. This issue has been previously investigated with corrective actions implemented under a corrective and preventive action plan. Syncardia has completed its evaluation of this complaint and is closing this file. (B)(4) follow-up report 1.

Event description:
The customer reported that when the patient was switched to the freedom driver, the driver exhibited asterisks for the fill volume and cardiac output values on the driver display. The customer also reported that the patient was switched to a back-up freedom driver without any reported adverse patient impact.

Manufacturer narrative:
This alleged failure mode poses a low risk to the patient because although the display showed asterisks, the freedom driver continued to perform its life-sustaining functions. The freedom driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR. (B)(4).

Event description:
The customer reported that when the patient was switched to the freedom driver, the driver exhibited asterisks for the fill volume and cardiac output values on the driver display. The customer also reported that the patient was switched to a back-up freedom driver without any reported adverse patient impact.